Event description:
The reporter stated that the surgeon inserted a 12.5mm icm125v4 implantable collamer lens and part of the lens stuck in the injector. The lens was removed and another lens was inserted. No patient injury.